Event description:
During a case involving the right subclavian (which is off label use), using a brachial approach, the lesion was pre-dilated with another dilatation balloon. The absolute self expanding stent was deployed. Then, when the final click was made with the thumbwheel, the stent jumped about 20mm and became apposed to the vessel in an unintended site. The vessel may have been too large for the device, but this was not confirmed. Another company's stent was placed proximal to the absolute stent and the lesion was treated. No pt effect was reported.